Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for initial implant of a pacemaker system. After the pacemaker was hooke dup to the right ventricular lead and the pocket was closed, the r-wave sensing amplitudes on the right ventricular lead dropped significantly. The pocket was re-opened and the lead was hooked up to a pacing system analyzer, which showed normal sensing parameters. The lead was again connected to the pacemaker and the sensing values were improved. The patient was in stable condition following the procedure.